Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it was collapsed. A revision surgery was scheduled; however, after the patient was anesthetized, the medical staff was able to activate the existing device; therefore, the procedure was cancelled. No components were replaced, and no patient complications were reported.